Event description:
It was reported that during a right atrial lead revision, set screw issue was observed. The ra lead set screw looked stripped. The physician decided to explant and replaced the device due to confidence in connection. The patient's condition was stable and prior to, during, and after the generator change procedure.

Manufacturer narrative:
The reported event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench using test leads and resistor loads, and there was no difficulty connecting test leads to the header. The set screws were secured properly, and no anomalies were found.